Manufacturer narrative:
Condition of device is consistent with excessive force being applied during use.

Event description:
Upper jaw closes only by touching it while handle is fixed. It would not open in the patient. Shoulder swelled. Windpipe could have been compressed by the swelling, so the patient was put into ICU for a night and recovered from anesthesia. A delay of 30-60 minutes resulted. A back-up device was available.